Manufacturer narrative:
Block b3: approximation - according to the rn this individual had difficulty with side effects from the beginning. Additional suspect medical device components involved in the event: model number/catalog number: db-2202-45, serial number:(B)(6), batch/lot number: 7086382, model/catalog description: dbs directional lead sterile kit 45cm, unique identifier (UDI) #: (B)(4). The devices were retained by the facility and not returned for analysis; therefore, a technical analysis could not be performed. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A labeling review did not reveal any anomalies and states that the following may be potential risks associated with the use of the device: loss of adequate stimulation, undesirable sensations (e.g., tingling), and worsening of disease symptoms, potentially caused by loss of stimulation, medication changes, surgery, or illness. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported that the deep brain stimulation (dbs) patient underwent a full system explant due to the inability to obtain therapeutic benefit without side effects impacting balance. The patient also appears to have underlying dental neuralgia pain, which has not been formally diagnosed. Although the pain was present bilaterally with stimulation both on and off, the patient perceived that stimulation was triggering their dental neuralgia pain. The dbs system was removed, and a thalamotomy procedure was performed. Postoperatively, the patient is stable, and the thalamotomy demonstrated initially good results. The explanted devices were retained by the facility and will not be returned to boston scientific for analysis.